Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing was leaking at the base of the luer connection." The event occurred during an epidural infusion. There was no patient harm.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿tubing was leaking at the base of the luer connection." The event occurred during an epidural infusion.there was no patient harm.

Manufacturer narrative:
Full-term uncomplicated delivery- epidural infusion the customer¿s report of a leak at the base of the luer connection was confirmed. Visual inspection showed no anomalies. Functional testing with occluded fluid flow creating backpressure in the tubing a leak was identified at the engagement of the tubing to male luer adapter. Further observation under microscope revealed some solvent channels along the yellow stripe of the tubing. The root cause of the customer's report was not identified.